Event description:
A facility reported microscopic particles that appeared to be a metal-like powder were found near the surgical incision tunnel after using this product during surgery. The metal-like powder substance was visible on the monitor, but not by the naked eye. The surgeon reported the substance was not totally removed from one or more pt's eye(s) during the procedure(s) and was seen by slit lamp following surgery. The facility does not know how many other pts experienced a similar situation. There have been no adverse events associated with these events. The surgeon stated there is no safety concern due to this issue.

Manufacturer narrative:
Batch record review indicated there were no remarks related to this type of issue in the file. The retention samples were visually inspected, no foreign material was observed. Returned product conformed to the tested parameters. Further microscopic inspection is being performed on the product. Evaluation results are pending at this time. There have been no other complaints reported in this lot number.